Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Product code and lot number involved how was the reaction treated (product removed; reoperation; reclosure; prescription steroids; antibiotics prescribed)? If so, please clarify please describe how was the adhesive applied on the tape what prep was used prior to, during or after dermabond use? Was a dressing placed over the incision? If so, what type of cover dressing used? Was the site cultured? If so, what bacteria were identified? Do you have the product code and lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender patient pre-existing medical conditions (ie. Allergies, history of reactions) was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that a (B)(6) year old patient underwent a robotic pancreatic tumor resection procedure with an extraction site midline. On an unknown date and topical skin adhesive was used. Approximately, one week post op, there was a topical skin adhesive reaction, with severe blistering and discoloration and redness. The topical skin adhesive was removed with petroleum jelly and the patient was prescribed a (B)(6) pack. The patient did not have known allergies to any glues or adhesives to the best of the surgeon¿s knowledge. It was unknown if the patient has had previous topical skin adhesive. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the patient was a sensitive patient with allergies.